Event description:
Information provided states that (2) femoral lengtheners were implanted in the patient's (2) femurs. It was noticed that the lengthener in the patient's right leg stopped distracting. The lengthener was removed and replaced with another lengthener.